Event description:
It was reported by service report that the stool drifts when weight is applied. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit could not be located by the user facility for the service technician to evaluate and repair.

Event description:
It was reported by service report that the stool drifts when weight is applied. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.